Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2020. The patient reported obtaining alleged inaccurate high readings of ¿137, 189 and 200 mg/dl¿ with the subject meter. The patient stated that her target range is ¿130 mg/dl.¿ she usually manages her diabetes with tresiba insulin, 74 units. In response to the elevated readings, the patient claimed that on (B)(6) 2020, she increased her exercise, decreased intake of sugary food and began to gradually increase her insulin from 74 to 80 units as advised by her doctor. On (B)(6) 2020, the patient claimed she went for a regular check with a healthcare professional (hcp) and her blood glucose tested ¿50 mg/dl¿ on the hcp device. The patient was advised that this result was ¿dangerously low¿ and to decrease her insulin by 2 units every 2 days. The patient claimed that on (B)(6) 2020, when she began using strips from a new vial, of the same lot, her blood glucose tested ¿50 mg/dl¿ with the subject meter. The patient reported developing symptoms of ¿headaches, blurred vision and feeling unwell¿ at the time the ¿50 mg/dl¿ reading was obtained; however, it is unclear on which occasion this occurred. The patient claimed she continued to experience low blood glucose as a result of the increased insulin. At the time of the call, the patient stated her tresiba dose was down to 72 units and she was still feeling ¿unwell, wobbly and found it more difficult to read.¿ it was not reported what treatment the patient received for the symptoms. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the test strips associated with the complaint were stored correct and were not expired or opened past their discard date. Patient declined to have the meter replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.